Event description:
(MRI-near miss) MRI tech.aid was assisting with setting-up a patient while inadvertently carrying a ferrous multi-tool. The tool became a projectile once next to the scanner and attached itself to the bore wall. No patient was injured, mirror on the imaging coil was damaged.